Event description:
Patient reported "I have been chronically ill for over two years. I have had chest pain, shoulder pain, clavicle pain, sternal clavicle pain, swollen, issues with my lymph nodes in chronic inflammation. I have had over a half dozen mris, cat scans, x-rays, bloodwork and no injuries or abnormalities have been found. I have a consistent pain in the clavicle, in a sternal clavicle miles separation from swelling and fluid retention. After seeing 3 doctor we believe the issue is related to my breast implants. I¿m scheduled to have them removed on january 20th. I would like to know what the process is to see if they have been recalled, and to test the tissue surrounding them for bia-alcl. A recent mammogram and MRI with and without contract has now noted a small mass on my breast. It is being monitored. It was not evident when I got the mammogram to have the implant place back in december 2017. I¿ve have issues once 2018 with the implants." Events captured as pain, lump/nodule. Edema, anxiety-product/procedure, and lymphadenopathy. This record is for right side. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.